Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with distal stent damage. Stent struts from the most distal row were raised from the balloon and misaligned. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. There were kinks identified along the entire length of the hypotube shaft. A 0.015 inch product mandrel was inserted through the guidewire lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors (B)(4).

Event description:
This complaint is reportable based on the analysis completed on (B)(6) 2011. It was reported that during an stenting treatment procedure the device would not cross the lesion. Access was obtained via the right radial artery. The 80% stenosed, 10mm in length, 3mm in diameter, eccentric and de novo target lesion being treated was located in the mildly calcified and moderately tortuous left circumflex (lcx) artery. There was a significant bend of less than or equal to 45 degrees. The lesion was pre-dilated with a 2.00x15mm non-bsc balloon leaving 50% residual stenosis. A 3.00x12mm taxus liberte stent delivery system was then advanced, however it was unable to cross the lesion. The procedure was completed with another 3.00x12mm taxus stent. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed stent damage.